Manufacturer narrative:
Additional information: a1, a2, a4, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the locatable guide was outside of the sensor sensing volume. After the surgeon finished the biopsy of one planned nodule and while navigating out of the second nodule, the endobronchial bleeding initiated after cryo biopsy. The patient experienced cardiac arrest, excess bleeding, and required a blood transfusion and cardiopulmonary resuscitation. The patient¿s hospitalization was extended. The physician was able to complete the superdimension portion of the case. It was noted that the patient died.